Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient was presented to the emergency department (ed) for evaluation of her driveline's exit site after the driveline got caught on a doorknob. At the time of the incident the driveline was not anchored to the skin and the patient reported some bleeding from the exit site. A dressing change was performed in the ed and scant bloody drainage was noted by a member of the medical team. It was reported the patient was discharged home to follow up in clinic. Upon the clinic appointment, moderate amount of serosanguineous drainage was noted which was sent for cultures. The patient was admitted to the hospital and started on intravenous (IV) antibiotics. The cultures were positive for pseudomonas aeruginosa (psa). An abdominal computed tomography (CT) was performed which was negative for fluid collection around internal driveline. The patient was transitioned to an oral antibiotic and discharged home. On an outpatient basis, the patient was seen multiple times in ID clinic for driveline management and treatment using antibiotics. During a follow-up clinic appointment, it was noted that the site had increased greenish drainage. An abdominal CT was repeated which showed no findings of infection of the device. A specimen was sent for culture and found to be intermediately susceptible to ciprofloxacin. The patient was admitted to the hospital for the initiation of the IV antibiotics. An abdominal ultrasound was performed which was negative. The patient was discharged home to complete a two week course of oral antibiotics. The device was not returned to the manufacturer for evaluation as it remains implanted. Driveline site infection is a known potential adverse event associated with the use of all vads as outlined in the IFU. The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately forty-four months post hvad implantation, the patient presented to the emergency department for evaluation of her driveline exit site after catching the driveline on a doorknob. The patient reported some bleeding and did not report any alarms at the time of the event. She was discharged home with a scheduled follow-up appointment with the infectious disease (ID) clinic approximately three days later. ID cultured the drainage and admitted the patient for IV antibiotics. She was transitioned to oral antibiotics and discharged home. Disruption of oral antibiotic schedule resulted in re-admission for additional IV antibiotic therapy. She was discharged home the following day to complete a two week course of antibiotics. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.